Event description:
It was reported that "a dialysis patient has had tesio rupture last night. The patient was not on dialysis and was found bleeding from the separated venous line. The rupture a 7 cm from the extension junction and is a venous line (blue)."

Manufacturer narrative:
One venous tesio extension with a section of arterial lumen attached was returned for evaluation. A visual examination of the device revealed a hole in the lumen 6.3 cm from the end of the extension collar. There is damage to the lumen at the area of the break. Indented lines circle the lumen crisscrossing over the area of the hole. The shine of the lumen has been rubbed away on the outer edge of the indents. This type of damage is indicative of a suture being tied around the lumen. The lumen measures 7.5 cm from the end of the collar. The end of the lumen is angled and the edge is jagged. Under magnification, the edge of the break has the same rubbed edge as the indented lines. The lumen was cross sectioned and measured. All measurements were within the dimensional specifications. A review of the manufacturing records indicated all device specifications and quality requirements have been satisfied. The incident report noted that the catheter had been implanted for 16 months prior to the event. We are unable to determine the exact cause of this event however it appears that improper securement, tying sutures around the lumen, led to the weakening and eventual breaking of the lumen. The instructions for use contain the following. 'Suture the catheter to the skin using the suture wing. Do not suture catheter tubing."